Event description:
A malfunction alarm was reported by the customer, specifically displaying malfunction code 9. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, with the level remaining within the normal range. Tandem technical support assisted the customer by providing information on how to reset the pump, and the customer successfully carried out the reset.